Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced chest tightness, fatigue, and sleep disturbances. The lead exhibited high capture threshold and a chest x-ray showed that the lead was fractured. The lead was replaced and the patient was stable post procedure.